Event description:
It was reported that during an unknown procedure, the site had two reloads which fell out of the device. A third reload was used to complete the case successfully. No patient consequences were reported.

Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailble at this time.